Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a vizigo and there was a lot of resistance when attempting to advance the vizigo sheath across the groin and septum. When pulling out the vizigo, a collar appeared at the tip of the catheter. The plastic tip of the lock was turned inside out. Like when you press against hard resistance and the plastic folds outwards. Circular all around; it wasn't wrinkled (malleable). When the doctor was asked about this, she said that a slight resistance was already noticeable when the groin and septum were punctured. This was the patient's third puncture. The resistance was probably related to the patient's anatomy. It was the patient's third procedure of this treatment and the puncture site and the septum were accordingly scarred. Doctor indicated that the scarring made it more difficult than usual to puncture.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, it was noticed the incorrect h6. Medical device problem code was reported in the 3500a initial medwatch. As such, the code has been updated from ¿material too soft/flexible (a040608)¿ and "insufficient information (a26)" to "difficult to advance (a150205)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a vizigo and there was a lot of resistance when attempting to advance the vizigo sheath across the groin and septum. When pulling out the vizigo, a collar appeared at the tip of the catheter. The plastic tip of the lock was turned inside out. Like when you press against hard resistance and the plastic folds outwards. Circular all around; it wasn't wrinkled (malleable). When the doctor was asked about this, she said that a slight resistance was already noticeable when the groin and septum were punctured. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A microscopic inspection of the tip was performed and no damage was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).